Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery. All components were removed and a hole in the tubing was identified. A new ipp was implanted. There were no patient complications.